Manufacturer narrative:
Submit date: 05/16/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The catheterization was performed in (B)(6) 2011. On (B)(6) 2011, the pt complained that hemodiapedesis was noted in the tubes during hemodialysis. Tube removal was recommended after consultation. The catheterization was performed by external expert, the problem occurred at the inner side of the tube arc, and external nursing injury was basically excluded. The catheter was removed and replaced.